Event description:
It was reported to ge that the plate that attaches the collimator to the system had screw holes that were tapped too large. The screws that were used to hold the collimator in place loosened after a few days. There have been no reports of collimators falling as a result of this problem, but there is a concern that a serious injury could result from a falling collimator.